Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet and the pump battery was depleting quickly. Additionally, it was reported that an occlusion alarm occurred and that an unexpected reset occurred. Furthermore, it was reported that a temperature alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.